Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease flat, wear abrasion, opening on valve, opening on posterior. Leak test and microscopic analysis was performed which identified: crack opening, delamination (<75% partial separation), striated opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure) -a striated opening due to surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.